Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's (B)(6) handheld computer was stuck on the (B)(6) invent screen, and would not progress any further. Initially, a hard reset would resolve the problem, but now the hard reset is not helping. The product was returned to the MFR and underwent analysis. Upon analysis, a broken solder connection near the main battery terminal was identified. The broken solder connection can prevent the main battery from making good electrical contact with the pcb. This condition can cause the handheld to intermittently lose power while the device is operating on main battery power. Also during the analysis, it was identified that the user was instructed to perform a hard reset by removing the main battery for 30 seconds. According to the (B)(6) user manual, it is recommended to remove the main battery for 5 minutes in order to perform a hard reset. This event also could have contributed to the reported complaint. A non-vns folder was also found on the flashcard, but this had no functional impact on the device. No further anomalies were noted.